Event description:
It was reported that the rhythm strips show probable atrial undersensing followed by ventricular safety pacing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1d1 ICD implanted: (B)(6) 2013; 4193-88 lead implanted: (B)(6) 2008. (B)(4).